Manufacturer narrative:
The hill-rom technician found the brakes would set but not hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on this beds. Technician replaced both brake caters to resolve the issue. Based. On this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).